Event description:
This is filed to report the first clip being detached from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and a dilated left ventricle (lv). A mitraclip xtw (lot: 21117r1040) was implanted. While implanting a second mitraclip xtw (lot #: 21117a1059) lateral to the first clip, imaging was performed and revealed a single leaflet device attachment (slda) of the anterior leaflet had occurred with the first clip. Fluoroscopy was performed and revealed interaction between the first and second clip. It was noted that there was also possible chordal interaction with the second clip. A notable jump of the second clip in the ventricle was observed. The second clip was able to be removed from the ventricle. After these movements, it was noted that the mr reduced by the first clip had returned. The second clip was able to be placed lateral to the first clip and a third clip was placed medial to the first clip. The procedure was completed with three clips implanted. The mr was reduced to grade 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip xtw (lot # 21117a1059) is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. Based on available information, the reported dislodged clip appears to be due to procedural conditions. The reported single leaflet device attachment (slda) appears to be a cascading event of the dislodged clip. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.